Event description:
It was reported that during the procedure, the pt became hypertensive. A heosynophrine drip was initiated. The pt was transferred to the medical intensive care unit post procedure, to monitor and manage blood pressure. A cardiologist was consulted for fluid and pressure mamagement. It was noted by the cardiologist that the hypotension was probably due to chronic hypovolemia and carotid bulb compression. The pt was weaned off the blood pressure medications in 2/2005, at 18:30. The pt discharged home on two days later.

Event description:
During the procedure, the pt became hypotensive.